Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image and looks like a broken pin¿ was confirmed. The pin inside the connector was found bent causing no image to appear. The unit was equipped with a new version switch and up to date software. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the video system center connection pin appeared broken. There was no report of patient involvement.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on 12 december, 2019. The lm reported that the most probable cause for the reported event is as follows: it is assumed that the pin on the video connector was damaged because the user connected the video connector to the video connector receiver with foreign material on the video connector or inserted foreign material into the video connector receiver. As a result, it is guessed that the image transmission between the scope and the video processor was interrupted and no image was produced. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.